Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 16813989, UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure. No further information has been obtained.